Manufacturer narrative:
The insulin pump was received no button response due to flattened act button dome switch. Unable to verify excessive no delivery alarm due to no button response. Also received with cracked reservoir tube lip, scratched lcd window, stained end cap sticker and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was performed. The device was returned for analysis.